Event description:
It was reported that the patient's entire device system was replaced. It was reported that the patient had not received adequate therapy (less than 50% therapy relief). In addition, he had not received adequate spasticity relief (generalized spasticity) from the system since it was revised in (B)(6) 2012. It was indicated when the physician cut the catheter proximal v-wing anchor, there was spontaneous cerebral spinal fluid (csf) flow. The physician suspected that possibly the catheter was "sitting in the arachnoid", "resulting in poor drug flow". The entire catheter was replaced and there was good csf flow. It was noted at the time of this report that the patient was alive and without injury. The drug delivered via pump was lioresal.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).